Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 and a17. Customer's blood glucose was 5 mmol/l. The customer stated that the temp basal was not programmed before a21 alarm occured. The customer was advised and explained that the device experience an unexpected restart. Customer was advised to monitor the device and call if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.